Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was not able to be interrogated at a routine follow up. An out-of-range telemetry message was received. The programmer was rebooted, and another wand was used, without success. A second programmer was then used, again without success. A magnet applied to the device was not able to elicit beeping tones. The device had been checked six months ago with no issues observed. Monitoring voltage at that time had been 3.13 volts.